Manufacturer narrative:
The device was received for analysis in our laboratory.

Event description:
Reportedly, the patient fell during the first part of (B)(6) 2014. She presented to the emergency at the end of august complaining of dizziness after a second fall. Upon admittance, her rate was 30bpm. Upon device interrogation there was an alert regarding high impedance (>3000ohms) of the right ventricular lead. On (B)(6) 2014 the lead was capped. The pacemaker was explanted due to lack of output in the ventricular chamber once a new lead was placed in the header. The subject device is expected to be returned for analysis.

Event description:
Reportedly, the patient fell during the first part of (B)(6) 2014. She presented to the emergency at the end of (B)(6) complaining of dizziness after a second fall. Upon admittance, her rate was 30bpm. Upon device interrogation there was an alert regarding high impedance (>3000ohms) of the right ventricular lead. On (B)(6) 2014 the lead was capped. The pacemaker was explanted due to lack of output in the ventricular chamber once a new lead was placed in the header. The subject device is expected to be returned for analysis.

Event description:
Reportedly, the patient fell during the first part of (B)(6) 2014. She presented to the emergency at the end of august complaining of dizziness after a second fall. Upon admittance, her rate was 30bpm. Upon device interrogation there was an alert regarding high impedance (>3000ohms) of the right ventricular lead. On (B)(6) 2014 the lead was capped. The pacemaker was explanted due to lack of output in the ventricular chamber once a new lead was placed in the header. The subject device is expected to be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the patient fell during the first part of (B)(6) 2014. She presented to the emergency at the end of (B)(6) complaining of dizziness after a second fall. Upon admittance, her rate was 30bpm. Upon device interrogation there was an alert regarding high impedance (>3000ohms) of the right ventricular lead. On (B)(6) 2014 the lead was capped. The pacemaker was explanted due to lack of output in the ventricular chamber once a new lead was placed in the header. The subject device is expected to be returned for analysis.